Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a patient presented with grade 4 functional mitral regurgitation (mr) and a restricted posterior leaflet for a mitraclip procedure. During deployment establish final arm angle (efaa), a mitraclip xt had opened from 20 degrees to 40-60 degrees. Troubleshooting was performed and the clip was closed, but re-opened during efaa. The clip was able to be removed and replaced. One clip was implanted. The mr was reduced to grade 1-2. There were no adverse patient effects.

Manufacturer narrative:
All available information was investigated, and the reported clip opening during efaa could not replicate the reported clip opening during efaa in a testing environment due to the condition of the returned device. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, a cause for the reported clip opening during efaa could not be conclusively determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.